Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an av fistula study procedure, the access wire detached in the patient subcutaneous tissue. The wire tip was removed from the patient via cut down technique with no additional consequence to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found. Corrective actions are in process.